Event description:
The pt reported that, she has been experiencing erratic blood glucose values of 11-600 mg/dl within one hour. She reported that, she does not experience any symptoms with the erratic blood glucose. The pt stated that, she has always experienced erratic blood glucose because her body does not absorb food. The pt reported that, in 2007, in the morning her blood glucose was 549 mg/dl. She reported that, it had nothing to do with the infusion device and she administered a bolus via the infusion device to reduce her elevated blood glucose values. The pt reported that, the erratic blood glucose issues have occurred all of her life. The pt reported that she was going to switch to her back up infusion device. The product was requested to be returned but the pt declined to send the product back for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.